Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had experienced a seizure while wearing the pod. The paramedics were called and the patient was administered glucagon. When the patient arrived to work they ate but forgot to bolus, and later in shift ate again, and bolused then after corrected for the high, once it got very busy at work they noticed there blood glucose drop. .